Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared elective replacement indicator (eri) on (B)(6) with a monitoring voltage of 2.35 volts and a charge time measurement of 24.6 seconds. A device replacement procedure was scheduled. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Subsequent information indicates that the device was explanted. The local field representative indicated that the device had been discarded by hospital staff. No adverse patient effects were reported.